Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the IV set an122 w/o pump t-type although clamping, drug was infused.

Manufacturer narrative:
H.6. Investigation: one sample was returned to sbdm, lot number is unknown. Clamping test under normal using condition: sbdm conducted clamping test with the returned sample under normal condition, it was observed the clamp could hold the medicine and no drug infusion occurred. Air pressure clamping test: sbdm conducted air pressure clamping test (0.51mpa) on the returned sample, it was observed the clamp could hold the air and no air bubble leakage occurred. House sample inspection: sbdm inspected 5 lots (2809101, 2809201, 2809271, 28010021 and 2810052), each 10 pcs of house samples, no abnormality observed. Device history record review: sbdm reviewed the manufacturing record for lot 2809101, 2809201, 2809271, 28010021 and 2810052, no abnormality observed. From investigation of the returned sample and house samples, it was observed there was no medicine infusion when the IV set was clamping. Sbdm could not replicate the issue end customer was experiencing, and confirmed the IV set was clamping properly without medicine infusion, as such sbdm is unable to make a determination for root cause.

Event description:
It was reported that during use of the IV set an122 w/o pump t-type although clamping, drug was infused.